Event description:
A report was received from the (B)(6) stating the enteral feeding balloon broke and the patient had to receive medical intervention. The enteral feeding balloon broke during the night and in the morning it appeared the stoma had closed. The patient was taken to the hospital and a percutaneous endoscopic gastrostomy (peg) device was placed. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
Device code: burst, method code: actual device evaluated; visual inspection, results code: stress problem. Conclusions: known inherent risk of procedure. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report was returned and evaluated. The balloon exhibited a burst extending axially from the base of the proximal collar to the distal tip. The burst then continued radially partially around the tip. There was a noted circular area of delamination of balloon material layers adjacent to the axial burst line. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint comp-(B)(4).